Manufacturer narrative:
The system and the handpiece were examined and the reported events were not replicated. As a preventive measure, the systems¿ software was upgraded. The system was tested and found to meet product specifications. The company representative mentioned not finding any problems with the handpiece as well. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 13, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was manufactured on december 6, 2012. Based on qa assessment, the handpiece met specifications at the time of release. The system and handpiece were found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power in the quadrant mode during a cataract procedure. The customer indicated the doctor switched the setting to chop mode and then back to the quadrant mode to complete the case. There was no harm to the patient.